Event description:
It was reported that the bottom of the reservoir leaked insulin in the reservoir comparment. Customer had high blood glucose and ketones. No further info was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No concluison can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.